Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy analysis confirmed the reported shaping ribbon separation; however, the guide wire core was not separated as reported. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted the warnings section of the hi torque guide wires instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. Use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The patient was discharged 3 days post-procedure with no reported patient sequelae, however, this issue caused a clinically significant delay greater than 30 minutes. No additional information was provided. (B)(4): against resistance and failure to follow steps/instructions for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure in a bifurcated lesion at the mid right coronary artery bifurcation, after advancing a 014 bmw hydro guide wire into each branch of the bifurcated lesion, a non-abbott 2.5-millimeter diameter balloon dilatation catheter was advanced and pre-dilatation was performed. Subsequently, a 3.0x24 non-abbott drug-eluting stent delivery system was advanced over one bmw guide wire, then the stent was deployed at the target lesion; the stent jailed the 014 bmw hydro guide wire located in the collateral branch. When attempting to withdraw the jailed bmw hydro guide wire, great resistance was felt. The deflated non-abbott 2.5-millimeter diameter balloon was advanced over the jailed bmw hydro to improve the ability to pull back the jailed bmw hydro; however, when gently pulling back the bmw hydro guide wire, it broke into separate pieces, and the catheter more deeply intubated in the right coronary artery, resulting in a vessel dissection above the placed stent in the right coronary artery bifurcation. The vessel dissection was successfully treated with deployment of another non-abbott stent, resulting in a 3 timi grade flow. A part of the wire remained in the catheter. While attempting to snare a guide wire piece, the coil portion of the guide wire unraveled and its proximal end stretched back into the ascending aorta, then recoiled distally toward a branch in the right coronary artery, when released. The median piece of the detached floppy part of the bmw hydro guide wire remains jailed between the vessel wall in the collateral branch, while the proximal piece remains free-floating in the vessel lumen, and the distal piece remains free-floating in the ascending aorta.